Event description:
During baxter's functionality testing of a spectrum pump, it displayed a constant downstream occlusion message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the constant downstream occlusion alarm which was not reproduced but confirmed through the event history log. Eval found the downstream pressure plate gap to be out of specification. The downstream tubing guide was replaced.